Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material might have remained since the reprocessing has not correctly been implemented in line with the instructions for use. According to the methods for procedure in line with the instruction for use below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿jf type 260v, tjf type 260v, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿jf type 260v, tjf type 260v, chapter 3 cleaning, disinfection and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. Foreign objects were observed, in the suction channel operation section of the duodenovideoscope. There were no reports of patient involvement.